Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins). It was reported that the caller was seeing therapy impedance greater than 2k ohms and some of the electrode impedance is greater than 2k ohms as well. C<(>&<)>o 1475 ohms 20ua c1 1424 21ua c2 1410 21 ua c3 1190 25ua 01 >2k 15ua 02 >2k 14ua 03 >2k 14ua 13 >2k 15ua 23 >2k 16ua, patient is being programmed 0- and 1+, 1.4 volts, 60usec, and 18hz - longevity is greater than 10 years. The healthcare provider checked impedance and it was ok on oct. 2017. Current battery voltage is 3.74 volts. It was reviewed that bipoles are greater than 2k ohms isn't bad, based on current there isn't anything high or low, thus ins is normal. Caller further mentions that the patient never had normal gait, the left lag drags, thus the patient has difficulty walking. Otherwise therapy is normal. Patient does have dyskinesia as well if the parameters is increased to a higher value. The therapy is working normally for the patient. Troubleshooting resolved the reported issue. No further complications were reported or anticipated with this event.